Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2016. 5076-58 lead, implanted: (B)(6). 5867-3m adaptor, implanted: (B)(6) 2018. 429888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the interrogation report showed invalid trend data. The device remains in use. No patient complications have been reported as a result of this event.